Event description:
The patient reported that she woke up with an elevated blood glucose level (585mg/dl). The patient changed the site multiple times later the same day and received occlusion alarms when attempting to bolus. The patient corrected via syringe.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
A review of the black box history revealed that several occlusion alarms and one cs 064 alarm had occurred associated with high force. During testing the load step did not recognize the filled cartridge and dispensed fluid emitting a "no cartridge detected" warning. Further performance testing was unable to be completed due to the failure to detect the filled cartridge. The pump was opened and an out of calibration force sensor, a dislodged display screen and partially dislodged force sensor pins were found.